Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters one - por for critical ram parity error, address=1493, data=4d on (B)(6) 2010 16:05:45. One - patient alert for device circuit error on (B)(6) 2010 16:05:45. The device was not returned, but diagnostic information is consistent with the reported event.

Event description:
It was reported that the device had a power-on reset. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.